Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported that the insulin pump would not power on after a new battery was installed. Blood glucose level at the time of the incident was not provided. The customer reported that this was a recurring issue that began about nine monthe prior to the call. The customer was advised that the insulin pump would be replaced but did not return the device for analysis.